Event description:
When a physician attempted to place a wavemax stent in the right iliac, the stent came off of the balloon and the physician was unable to retrieve the stent. The pt was airlifted to another hosp where a vascular surgeon attempted to retrieve the wavemax stent. The physician proceeded to position and deploy another brand of covered stent thus pinning the wavemax stent against the arterial wall. The pt rec'd blood transfusions. The pt is reported to be fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.